Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 132179014, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that a patient experienced fluid loss with an inflatable penile prosthesis (ipp). A replacement surgery was performed. The patient didn't experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.